Event description:
Boston scientific received information that this pacemaker exhibited an increased pacing lead impedance (pli) measurement from 650 ohms to 1,700 ohms and eventually with a high out-of-range (oor) measurement greater than 2,000 ohms. This pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.